Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, there no output under digital visual interface (dvi) channel due to defective distribution panel (dp) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic hysteroscopy procedure, the visera elite video system center did not have digital visual interface (dvi) output. Subsequently, the intended procedure was completed with a same device, with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective distribution panel board/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.